Manufacturer narrative:
E1: phone number: (B)(6).without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that during insertion of the last screw in a plif at l3-5, a 2 mm size metal piece of the screw was found on the operating table. After the case, the extender was checked, and found a substance of less than 1 mm was attached to it; however, it cannot be determined if it is a piece of metal from the screw or a dust particle. The larger metal fragment was thin, shaved, and appeared to be green on the surface. There was no patient impact.

Event description:
It was reported that during insertion of the last screw in a plif at l3-5, a 2 mm size metal piece of the screw was found on the operating table. After the case, the extender was checked, and found a substance of less than 1 mm was attached to it; however, it cannot be determined if it is a piece of metal from the screw or a dust particle. The larger metal fragment was thin, shaved, and appeared to be green on the surface. There was no patient impact.

Manufacturer narrative:
D4: UDI number: (B)(4). H4: 15-dec-2020 or 25-jan-2018 h6: additional method code: 4109. Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, so an evaluation is unable to be performed. A photo was provided which shows a small piece of fractured metal, but a photo of the screw was not provided, so the complaint remains unrefuted. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis mating with the inserter instrument that caused damaged to the head of the screw. DHR review: the dhrs for lot numbers aak and aae were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.